Event description:
On 22oct2025, an eye care professional (ecp) in japan called and reported, ¿when a patient (pt) visited another ophthalmologist in (B)(6), the pt was instructed to stop wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses (cls).¿ the ecp transferred the call to the pt. The pt reported visiting an ecp after wearing cls and was diagnosed with uveitis (affected eye not provided) in 2025 (exact date not provided). The pt was instructed to discontinue wearing cls. The pt reported there are currently no symptoms remaining and the pt has been cleared to return to cl wear. The pt reported the uveitis was not caused by improper cl wearing and that it was not related to cls. The pt refused to provide additional information. No additional information is expected. This uveitis is being reported as a worst-case event as verification of the pt¿s diagnosis and treatment could not be obtained from the treating ecp. The date of the pt¿s event is being reported as (B)(6) 2025 as the exact event date is unknown. The lot number of the suspect product is unknown. The suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.